Event description:
Pt was hospitalized with a diagnosis of bronchial asthma. When the nurse went to take pt's temp. With the ear thermometer, the pt told him that "that" ear hurt, so he proceeded touse the other ear. Pt later claimed that the nurse took the temp on the ear that hurt and that it was bleeding.